Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR #1225714-2013-03032.

Manufacturer narrative:
Sections were updated to include the add'l info for the reported event. This is 1 of 2 device reports related to this event. Associated MFR report #s are 1225714-2013-03032 and 1225714-2013-03033.

Event description:
Add'l info rec'd noted that the pt's experience was sudden in nature, and the pt expired the next day, which is alleged to have been caused by the product administered during dialysis treatment.